Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No unexpected beeping and black circle during testing. The device had cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump kept beeping and it had a blank circle on the screen with a button error alarm. Customer's blood glucose was 214 mg/dl. Customer was unable to clear the message. Customer didn't recall if the device got wet. Customer was advised to remove the battery for 30 minutes and reinsert it. Customer called back and stated the alarm reoccurred. Customer was advised the device need to be replaced and agreed to return it for analysis.